Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected power loss alarm or unexpected pump error 23 noted during testing. No unexpected power loss alarm, unexpected pump error 23, unexpected low battery alarm or power error 25 noted in the pump trace download. Unit had minor scratched display window, damage display window cover, scratched case, dog chew marks on the keypad and on the pump case sticker on the back side of the pump, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalized with high blood glucose level and diabetes ketoacisosis, also reported low battery alert prior to the replace battery now alarm. Customer's blood glucose value was 428 mg/dl at the time of the incident and current blood glucose was 139 mg/dl. Time and date of hospitalization was (B)(6) 2018. Outcome of hospitalization was IV drip and insulin. The customer was assisted with troubleshooting and declined for high blood glucose. Customer states the battery cap is not loose, cracked or damaged. Customer was wearing the pump at time of hospitalization. The customer was treated with insulin pump. Customer will return device for analysis.